Event description:
It was reported that this right ventricular (rv) lead exhibited an elevated threshold output. This rv lead was surgically abandoned, and a leadless pacemaker was placed. No additional adverse patient effects were reported.